Event description:
New information noted that the lead was capped on (B)(6) 2019. The patient was stable before, during and after the surgery.

Event description:
New information noted that lead fracture was on the right ventricular lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the right ventricular lead exhibited non-sustained right ventricular oversensing episodes with noise. No device intervention was performed. The patient was stable and will continue to be monitored.

Manufacturer narrative:
A partial lead was returned in three pieces. The connector portion measuring 10.5 cm, the middle portion measuring 4.3 cm and sets of unknown cables measuring 13.5 cm. Analysis was normal. No anomalies were found.